Event description:
A malfunction alarm was reported, with malfunction code malf 12 displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully performed the reset. The malfunction code did not recur afterward, and the customer was advised to continue using the pump and to contact support if the issue reappeared. The customer understood and acknowledged the instructions.